Manufacturer narrative:
The actual device was not available; however, two photographs of the samples were provided for evaluation. Visual inspection of the photographs revealed the administration/spike port caps were broken off of two bags. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported conditions were verified. The cause of the conditions could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the caps broke from the administration ports of two 1000ml exactamix tpn bags. The units had been filled with amino acid pn (parenteral nutrition) solution. This occurred before patient use. There was no patient involvement. No additional information is available.